Event description:
An endurant ii stent graft system was implanted in patient for endovascular treatment of abdominal aortic aneurysm. It was reported that on an unknown date, a proximal type I endoleak was discovered. The patient received treatment. The physician implanted an aortic cuff and aptus endoanchors, resolving the event. Per the physician, the cause of the proximal type I endoleak was due to loss of proximal seal led by proximal aortic neck enlargement. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.